Manufacturer narrative:
Investigation summary. Investigation selection: investigation site: (B)(4). Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw tip is broken off as reported (during the surgery, when the surgeon inserted the screw, he turned the screw 3turns and heard cracked sound.), this thus confirming the complaint description. Otherwise, the screw and recess are in good condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 22p7037. All relevant features are defined on the used drawing revisions of DHR of production lot 22p7037. Summary: device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2019. No ncrs were marked in the DHR during production. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that the break resulted from excessive and/or lateral pressure on the screw tip. To prevent such problems, it is necessary to operate according to the technique guide (dsem-cmf-0614-0016-4; page 5, warnings: be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 04.503.104.04s, lot number: 22p7037, manufacturing site: (B)(4), release to warehouse date: november 04, 2019, expiry date: oct. 01, 2029. A manufacturing record evaluation was performed for the finished device with lot number 22p7037, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery for brain tumor at left top of the head on (B)(6) 2020. During the surgery, when the surgeon inserted the screw, he turned the screw 3 turns and heard cracked sound. The screw was broken. The surgery was completed successfully without any surgical delay. There were no patient consequences. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).